Event description:
A malfunction was reported, displaying a malfunction code, which did not cause any adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappears.